Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. A portion of both split regions were noted to be attached. Upon infusion, a leak was observed from the split on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and difficult to flush issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, there was resistance with flush. It was found that catheter was allegedly fractured and no contrast material was presented in it. Additionally, the patient experienced pain. The port was removed and replaced. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure. During procedure, the port was allegedly found defective. Reportedly, the device was explanted. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, there was resistance with flush. It was found that that catheter was allegedly fractured and no contrast material was presented in it. Additionally, the patient experienced pain. The port was removed and replaced. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: eight electronic photos were provided and reviewed. The photos shows a clinician holding the catheter tube in which a split can be noted on the tube. One power port isp MRI implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter. The edges of the split on the attached catheter were noted to be uneven. A portion of both split regions were noted to be attached. Upon infusion, a leak was observed from the split on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and difficult to flush issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (medical device catalog #, medical device lot #, unique identifier (UDI) #, medical device expiration date, medical device brand name), g3, h6 (patient, device, component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure. During procedure, the port was allegedly found defective. Reportedly, the device was explanted. There was no reported patient injury.